Event description:
Information was received from patient via a manufacturers' representative. It was reported the patient does not have parkinson's but essential tremor which they got from a stroke twelve years ago. The patient stated that they are on their fourth implantable neurostimulator because their previous three were explanted due to infection.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3387-40, lot# j0527311v, implanted: (B)(6) 2005, product type: lead. Product ID: 3550-09, lot# lb9972, implanted: (B) (6) 2005, product type: accessory. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension.

Event description:
A manufacturer representative reported a consumer arrived for surgery with no implants claiming that all devices had been previously explanted due to infection. This was confirmed by a surgeon. No details or dates were available at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.